Manufacturer narrative:
(B)(4). Device not returned.

Event description:
It was reported that the implant disengaged from an unknown driver. The procedure was completed with another device. Tooth location 19.

Event description:
It was reported that the implant disengaged from an unknown driver. The procedure was completed with another device. Tooth location 19.

Manufacturer narrative:
This complaint is being reported to relay additional information. The following sections are being reported: b5: it was reported that the implant disengaged from an unknown driver. The procedure was completed with another device. Tooth location 19. D8: correction: no d11: osseotite® tapered certain® prevail® implant 6/5 x 10mm item #: xiitp6510 lot #: 2018021142 g4: 14 may 2019. The reported driver was not returned for evaluation. The reported implant was returned for evaluation. Visual inspection identified some wear about the internal hex feature. Functional testing of the returned product revealed that the implant would engage and disengage with a mating driver. The reported event of the implant disengaged from an unknown driver could not be confirmed. The reported implant was returned for evaluation. Visual inspection identified some wear about the internal hex feature. Functional testing of the returned product revealed that the implant would engage and disengage with a mating driver. A device history record (DHR) review and complaint history review could not be performed for the reported driver as the item and lot number are unknown zimmer biomet quality management system has controls in place to ensure the distribution of conforming product and within specifications. A DHR review was completed for the reported concomitate implant lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. A complaint history review was completed for the reported implant lot for similar cause and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.